Event description:
Zeroing went fine on a pso-pt. The md disconnected the catheter from the dongle to insert it. When it was hooked back up, an error code 001 alarmed.zeroing went fine. The md disconnected the catheter from the dongle to insert it. When it was hooked back up, an error code 001 alarmed.